Event description:
It was reported that subject was enrolled in the post market triathalon ts study. Crf's received from the site indicate that stryker components were being revised with the triathalon ts system.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial component. Additional information has been requested and if received will be provided in a supplemental report. Other devices listed in this report: cat # unk lot # unk description: femoral component. Cat # unk lot # unk description: unknown patella. At this time, it cannot be determined if these devices may have caused or contributed to the patient's experience. Not retained.